Manufacturer narrative:
During processing of this incident, attempts were made to obtain the explant date of the devices and weight, but was unable to. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-00226. It was reported that the patient had their system explanted years ago due to the system not working. Exact explant date is unknown. The patient has recently been re-implanted with a new system and issue has since been resolved.